Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR.:returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole at the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on the initial inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and patient status was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on the initial inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and patient status was good.